Event description:
It was reported that the right ventricular [rv] and atrial leads were oversensing and noise was present. Reproduction of the noise was noted with patient arm movement. It was also reported that a lead alert was triggered. The rv and atrial leads are being monitored and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.